Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit was performed and failed due to the receiver will not turn on, even with a known good battery. Internal visual inspection was performed and failed due to found moisture damaged at the main board. The log was not downloaded because receiver will not turn on and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.